Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent required medical intervention. It was reported that the target lesion was located in the right coronary artery (rca) and the posterior descending artery (pda) with moderate tortuosity, heavy calcification, an eccentric lesion, de novo and 90% stenosis. The guiding catheter was engaged and the bmw guide wire was advanced to the rca, and pre-dilatation was done with a 2.0 x 15 balloon catheter in the rca and the pda. Next intravascular ultra sound (ivus) was used to measure the lesion length and a xience v 3.0 x 23 was selected to treat the lesion. There was some resistance advancing the xience v 3.0 x 23 and it was unable to cross the lesion. So the xience v stent delivery system (sds) was removed from the pt and upon removal, the stent implant was noted to be missing. The stent was located in the proximal rca. An attempt was made to retrieve the stent implant with a 1.25 x 15 balloon catheter (pass through the stent implant) but this was not successful. The guiding catheter was changed to al1 st guiding catheter and the guide wire was advanced to the rca. The dilatation was done with a non-abbott balloon catheter to compress the dislodged stent implant into the rca and then an 3.0 x 24 stent was used to cover the dislodged stent implant. Another non-abbott 3.0 x 9 stent was used to fully cover the dislodged stent. The procedure was completed and there was no reported pt sequela. No add'l info is provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. There was not report of any damage to the sds or stent implanted to use, suggesting that the stent dislodgement was a result of the procedure. It is likely that during the attempted advancement of the sds, the stent implant became loosened as it interacted with the anatomy, then, as the sds was being retracted, the stent dislodged inside the body. The device embedded in vessel is a result of the dislodged stent being compressed to the vessel wall with a balloon catheter and add'l stents. In this case, the failure to cross, stent dislodgement, and device embedded in vessel or plaque appear to be related to procedural circumstances and there is no indication of a quality deficiency. Review of the finished device history records did not reveal any nonconforming material reports for this lot that could have contributed to this report. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of unit is destructively tested to verify stent dislodgement force.